Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date (B)(6) 2015 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 15313525, model/catalog description: linear st lead kit 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent an extensive back surgery. It was unknown if the said surgery was device related. The patient underwent an explant procedure. No further information could be obtained.